Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2019 with the following findings: during investigation, there were no ¿cs215¿ alarms in pump history. There was no data from time of reported alarm due to continued use. Pump paired with test transmitter and exercised with no alarms occurring. The pump was opened and there was no damage found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 215 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.